Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative that the implantable neurostimulator has shut off spontaneously with no external factors noted. The patient will notice that her pain is getting worse and when she checks, her patient controller shows the screen that says "stimulation off." A manufacturer representative met with the patient and was unable to replicate the issue in an office setting. The manufacturer representative checked the device diary and no days showed 0% usage; however, the patient was instructed to document if this happens again with some more details and to make another appointment for troubleshooting. At this time, the issue has not yet been resolved; however, the health care professional has no further information regarding this event. Surgical intervention was not planned or performed at this time.